Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturer representative was aware of the event around the end of m ay. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 3000 mcg/ml at a dose of 200 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the patient heard the critical pump alarm. The pump log showed a motor stall occurred on (B)(6) 2018 at 20:32 with a motor stall recovery occurring at 21:19. The motor stall was not related to an MRI (magnetic resonance imaging) or emi (electromagnetic interference). The patient experienced a return of symptoms. The only interventions/action taken related to the motor stall included checking the pump and it restarted again. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.